Manufacturer narrative:
K011375. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s.

Event description:
It was reported that there was an issue with monosyn violet 4/0 (1.5) 6x45cm. The customer reported that there was a hole on the package and the thread was torn before being used. There was no patient involvement.

Manufacturer narrative:
Investigation: samples received: 4 open pouches. Analysis and results: there are no previous complaints of the same code-batch (received a posterior complaint from the same end customer) nor units in our stock. We manufactured and distributed in the market (B)(4) units of this code-batch. Two of the aluminum pouches received are incomplete (the right part of the pouch is missing) and the other two are complete. We have also received a bag with some threads, it cannot be determined in which pouch the threads were in. The threads break easily, are degraded. The pouches have been visually analyzed and two different defects have been found. In one pouch, we can identify the shape of a thread end in the fourth sealing area of the aluminum pouch (first pack). After an internal investigation, it has been determined that at least one of the threads was caught while the sealing of the first packaging was done, due to a wrong winding in the involved unit. The defect in the winding provoked that the thread came out of its position and in the step of sealing process it was caught by the forth sealing. Part of the thread was trapped in the fourth sealing creating a channel. This channel made the packaging not tight and in consequence, the threads have been degraded along the time. Nevertheless, the suture was tight at the moment of checking the tightness of the packaging because it was not discarded by the wilco machine. Regarding sterility, the suture is sterile as the second pack is not affected. In another of the pouches received , we can see that there is a puncture in the aluminum pouch. Second pack (peel pack) has also the hole in the package. We have reviewed the manufacturing process of the product and have not found any step in which the pouch could be damaged in this way. Moreover, if it were a systematic defect, there would be more pouches affected (from this batch and others). Furthermore, threads should have been in pieces if the hole was caused during manufacturing process as, from our knowledge, this defect affects the thread significantly. We assume that the hole was caused outside our facilities and time after manufacturing because the threads are not that damaged by hydrolysis. In the posterior complaint received from the same end customer 29 unopened pouches have been analyzed. We have done the following tests with the closed samples received: tightness test has been performed and all samples are tight. Knot pull tensile strength has also been checked in all pouches (one thread analyzed for each pouch) and the results are 2.00 kgf in average and 1.52 kgf in minimum and fulfil the requirements of the european pharmacopoeia: 0.97 kgf in average and 0.48 kgf in minimum. Reviewed the batch manufacturing records of the involved batch, there was not found any deviation on the process. Taking all this information into consideration, we conclude that the defect found in pouch (n.1) is a punctual and accidental incidence due to this issue has not been detected in the 29 closed samples received and there are no previous complaints of this code-batch. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.